Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and a high sensing integrity counter (sic). It was also reported that the right atrial (ra) lead had dislodged. The ra lead was inactivated and the rv lead remains in use. No patient complications have been reported as a result of this event.